Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent fixation of bone grating in the spine due to lumbar disc herniation. Intra-op, the set screw slipped and the doctor changed it to standard set screw. The device did not break. No patient complications were reported.